Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error while priming. The blood glucose reading was 147mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run the displacement test and the test failed. During the call the customer mentioned being hospitalized in (B)(6) due to a heart issue. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.